Manufacturer narrative:
The customer contact informed ge healthcare that the patient information is not available for the reported event. The hospital reported they will be replacing the power cable and the display prior to returning the unit to service.

Event description:
The hospital reported that intermittently the display will blank out and ventilation will stop. The clinician reportedly switched to manual mode of ventilation and cycled the power. There was no reported patient injury.